Manufacturer narrative:
Other applicable components are: product ID: 309201, lot#: unknown, product type: screening device. Product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an external neurostimulator (ens). The manufacturer representative (rep) reported that the pne had been done the day prior and the patient was seen in the office the day of the report, they were reporting burning and itching at the lead insertion sites on both the right and left sides. The patient was seen post-op the day prior and there had been no issue at that time. They stated the patient turned stimulation off the night prior on their own and reported that the stimulation continued even after it had been turned off. The rep reported they were notified by the doctor and the physician didn't see any infection or lead issue, but it was mentioned the patient may have a nickel allergy. The patient had the system removed the day of the report. No further complications were reported or anticipated.